Manufacturer narrative:
Sample has been forwarded to the supplier for investigation. Results are pending and a followup report will be submitted once results are received.

Manufacturer narrative:
The sample was received from the customer and was evaluated. However, because the sample had been manipulated several times the length was unable to be accurately measured. All other testing of the returned sample was found to be within specifications. Retained samples were also tested and the results showed that samples complied with the specifications in regard to product dimensions. Based on the results of the investigation no product abnormalities were detected; therefore, we are unable to determine a root cause at this time. Information regarding this complaint has been forwarded to the related personnel. No corrective action will be taken at this time since a root cause could not be determined. We will continue to closely monitor for any similar incidents and take action if needed.

Event description:
Plastic sheath on the stylet is coming off when the stylet is being pulled out of the endo tracheal tube. The tip then catches the end of the tube and the ett comes out of the patient with the stylet causing the clinican to have to intubate the patient (in the nicu) again.